Event description:
Customer reported that she was hospitalized for low blood glucose. Customer stated she is pregnant and her blood glucose has been changing during pregnancy. Customer did not recall her blood glucose value at the time of the admission. Customer stated the ambulance was called. Customer also stated that she has been receiving calibration errors. She declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.